Event description:
The device was sent in for the issue of being broken. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image when connected to a video processor. This is attributed to cable defectiveness. This medwatch is being submitted for the reportable issue of no image noted during evaluation.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is (B)(6) 2021. The device has been returned and evaluated. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. When connecting the device to the video processor no image was shown. This failure is attributed to the camera cable defectiveness. When inspecting the condition of the cable, cuts on its external surface were also identified. Due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor during testing, but this was not directly linked to being a malfunction. Upon checking, the charge couple device sensor was free from any apparent defects. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. The customer reported event occurred during preparation for use. There is no patient involvement. Event date is (B)(6), 2021. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The cause of the cable defectiveness could not be identified. The cuts on the external surface of the cable may be caused by user handling.